Manufacturer narrative:
While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 30-minute procedural delay. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.

Event description:
A 30-minute procedural delay was reported due to kinking of the versacross rf wire (rf wire) after multiple attempts were made to cross a thick calcified septum. Following this issue, the rf wire was removed from the patient together with the versacross sheath/dilator assembly. Upon inspection of the devices, damage to the rf wire was noted. The procedure was able to continue after a new versacross rf wire was used to perform a successful transseptal puncture. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay.